Event description:
It was reported that as soon as the fiber card was inserted to begin a prostate procedure, the touch screen inverted and the laser shut down. Upon restarting the laser system, the touchscreen was unresponsive; the laser system indicated ready mode but no aiming beam was visible. The procedure was completed using an alternate procedure ("roller ball.") There was no patient injury reported.

Manufacturer narrative:
System analysis/service repair in the field was performed on january 14, 2016. The replaced top cover s/n 1(B)(4) was received at the manufacturer on march 22, 2016. Product evaluation: the returned top cover was noted to be down revision and discarded.

Manufacturer narrative:
System analysis/service repair in the field was performed on january 14, 2016. The replaced top cover s/n (B)(4) was received at the manufacturer on march 22, 2016.

Manufacturer narrative:
System analysis/service repair on (B)(6) 2016: the reported issue of touch screen unresponsive was confirmed while turning on the system and noted only half of the screen was displayed. The touch screen s/n (B)(4) was replaced. The system was tested and verified to meet manufacturer's specifications.